Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows eight successfully performed treatments. The reported treatment could be identified in the logfile. Review of the log files for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review. The system was working within specification. The most possible root cause for debris is fall out of particles during transportation from customer to wavelight as pi was not originally closed. Root cause could not be determined conclusively. It is unlikely that the used patient interface is responsible for the interruption/malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that suction was obtained, during flap creation (at the very end) suction released and error message, suction pressure pump two too low and flap was complete when suction released, in the left eye of a patient during lasik surgery.

Event description:
A company representative reported that during flap creation, suction released and system displayed error message. "Suction pressure pump two too low" in the left eye of a patient, during surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.¿ the manufacturer internal reference number is: (B)(4).